Event description:
Pt transported to another facility. Approx. Time pt was on mattress is 7 hours. Taken off before transport. Receiving facility reported redness and blisters after they had pt 45 min.